Event description:
Sorin group italia has received a report that, at the beginning of cardiopulmonary bypass using inspire 8, desaturation of the patient blood was observed despite appropriate setup and initiation of the circuit. After troubleshooting and confirming that all external variables were within normal parameters, medical team determined that the problem originated from the inspire 8 oxygenator and elected to replace the oxygenator with a different unit. Once the change was made, the procedure continued without any further complications. Through follow up, livanova was informed the oxygenation problem arose 2-3 minutes after the beginning of the cardiopulmonary bypass, prior to entering the aortic cross-clamp. The blood gas parameters at the time of the issue were: - arterial oxygen saturation 47% (severe hypoxia) - venous oxygen saturation 54% - blood and gas flows set to 6 lpm - the color of the blood turned dark at the arterial outlet of the oxygenator. The low oxygenation condition lasted less than 3 minutes, before corrective actions were taken. As immediate response, the cpb was stopped, and the patient was switched back to the ventilator. The replacement of the oxygenator was performed after stopping the cpb, not during the aortic cross clamp, and lasted about 10 minutes. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. The inspire 8 hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack (item in01281h, lot 2312220081) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand-alone oxygenator (catalog number 050701) is registered in the USA (510(k) number: k201916). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H.11. Livanova manufactures the inspire 8 m hollow fiber oxygenator. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.